Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D6b: date of explant is unknown.

Event description:
Additional information indicated that a surgical intervention occurred on unknown date wherein the lead was replace with a competitor device.

Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported high impedance is present on one of the patient's drg lead. X-rays were believed to have been performed but the results are unknown. The patient plans to undergo surgical intervention on a future date to provide resolution.